Event description:
Information received regarding the explanted device notes an abrupt increase in capture thresholds and a change in ventricular lead impedance and lead polarization. The patient was pacemaker dependent and had recent dizzy spells. When the lead tested normal via an analyzer, the pulse generator was replaced.